Manufacturer narrative:
Block h6: imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an exalt d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon intubating the esophagus, the esophagus was perforated. The physician reported that the perforation occurred due to the stiffness of the scope. The physician closed the perforation with endoscopic clips and the patient was hospitalized beyond the standard of care. The patient's condition after hospitalization was not indicated. The procedure was not able to be completed due to this event.

Event description:
It was reported to boston scientific corporation that an exalt d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon intubating the esophagus, the esophagus was perforated. The physician reported that the perforation occurred due to the stiffness of the scope. The physician closed the perforation with endoscopic clips and the patient was hospitalized beyond the standard of care. The patient's condition after hospitalization was not indicated. The procedure was not able to be completed due to this event.

Manufacturer narrative:
Block h6 imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Block h11: the returned exalt model d single use duodenoscope was analyzed, passed all tests performed, and exhibited normal device characteristics. It was observed that the device was able to move smoothly without any problems. The procedure was cancelled and there was a prolonged hospitalization due to conditions reported on the complaint. Since both events (hospitalization or prolonged hospitalization and cancelled rescheduled- post sedation/sedation unknown) happened as a result of the perforation event, these events will be addressed as adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU). Additionally, perforation is noted within the IFU as a potential complication associated with the use of the device.